Event description:
Same case as MFR report #6000093-2007-01631. It was reported that following a coronary artery drug eluting stenting treatment procedure, myocardial infarction occurred. The patient had 2 unknown sized taxus express2 drug eluting stents implanted. Approximately 14 months later, the patient suffered a myocardial infarction requiring angioplasty and a four day hospitalization. Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.